Event description:
It was reported that one day post implant, the left ventricular lead dislodged. During the repositioning procedure, the duo guidewire could not be inserted or removed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.